Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it hsa been completed.

Event description:
After the surgery, screw breakage was noted. On 24 feb, 1/3 weight bearing started. On 10 mar, 2/3 weight bearing started. On 24 mar, full weight bearing started. On 3 jun, it was found that one of the distal screws was broken. According to the doctor, the pt's bone union has almost been achieved. Revision surgery will be performed in a few months.